Manufacturer narrative:
Initial and final MDR 1894465 - device 2 of 10. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that ten infusion sets fell off during use over the last month. The infusion set in use for 1 to 2 days. The customer confirmed that he was experiencing frequent and/or recurring infusion set issues. The patient replaced infusion set and resumed insulin successfully. No further information available.